Event description:
In 1999, had infuse-a-port implanted for access to chemotherapy for pt's lung cancer. In 1999, unable to get a blood return or irrigate. Chest x-ray revealed catheter tip in rt. Ventricle. The next day, underwent retrieval of catheter fragment in pt atrium.